Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet pump, where the dexcom mobile app displayed glucose readings but the pump issued a pairing failure prompt; troubleshooting and education were provided, including restarting the pump, toggling the cgm type, and re-entering the sensor code, with subsequent pairing initiation, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified, consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.